Event description:
International affiliate reports valve was implanted in a patient with hydrocephalus. The patient's condition improved. A subdural hematoma was found and valve pressure was adjusted but overdrainage was noted. The valve pressure could not be changed and the valve remains in the patient.